Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had not reported any symptoms and was treated with manual injection. Customer's blood glucose value was over 600 mg/dl at time of incident. Customer's current blood glucose value was 96 mg/dl. Customer declined troubleshoot for high blood level. The product was returned for analysis.